Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches. The test blood glucose meter communicates properly to the insulin pump noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Summary to clarify that it was unknown if customer was using the auto mode feature at the time of the incident.

Event description:
Customer reported via phone call that the insulin pump was not working properly and was hospitalized due to hyperglycemia. Customer's blood glucose level was 312 mg/dl at the time of incident. Customer did not mention any symptoms and treatments related to high blood glucose level. It was unknown if customer was using the auto mode feature at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working properly and was hospitalized due to hyperglycemia. Customer's blood glucose level was 312 mg/dl at the time of incident. Customer did not mention any symptoms and treatments related to high blood glucose level. The insulin pump will be returned for analysis.